Event description:
It was reported that the event occurred while in the intensive care unit during use. Approximately 17 hours after the md inserted the intra-aortic 17 hours after the md inserted the intra-aortic balloon (iab-02840-lws) through the 8 fr sheath via right femoral artery without issue, the intra-aortic balloon pump (autocat2wave, s/n (B)(4)) alarmed "helium loss 2" and blood was observed in the helium line. The iab and sheath were removed together as one unit successfully as soon as we were informed of the alarm. The physician did not insert another iab because it was no longer necessary for the patient. Pump strips were generated, but are not available for review. No x-ray was performed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an indefinite interruption in therapy with no harm to the patient noted. The patient outcome is stationary with better blood pressure.

Manufacturer narrative:
(B)(4).